Event description:
It was reported that the surgeon inserted a cc420bf collamer plate lens and the lens tore upon insertion. The lens was removed without enlarging the incision and no sutures were required. There was no patient injury.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that a haptic had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.